Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system became unresponsive. There was no patient impact reported.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue extended the surgical time by 20 minutes. The case was finished with the use of navigation.

Manufacturer narrative:
The clinical specialist inspected the system. The reported event was due to magnet placement and navigation system is working fine. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.